Manufacturer narrative:
On 05-apr-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast reconstruction primary with two 525cc smooth mentor memorygel breast implants has experienced dissatisfaction with procedure outcome postoperatively. Patient reported disliking the implant shape and size on both sides; the diameter is too wide and implants are flatter than she would have liked. Patient reported that she had no complications or symptoms, she just simply did not like the implants. As a result, the patient underwent explantation and replacement with smooth mentor memorygel breast implant (535cc on right and 590cc on left), left catalog # 3505590bc and serial # (B)(4), and right catalog # 3505535bc and serial # (B)(4) on (B)(6) 2020. This medwatch report is for the left-sided implant.